Event description:
The customer contact reported the device keeps rebooting. The device was returned to the biomedical department with a note that stated, "rebooting". No tracking info was provided; therefore, specific pt info, pump programming or, event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device kept rebooting during the self test. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.